Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. A visual inspection was performed and the spike was found to be broken, confirming the reported condition. The batch review was performed and no deviations were found. The root cause is undetermined. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of a buretrol set that had a broken injection site. This condition occurred before use. Patient injury and medical intervention were not reported for this event. No additional information is available.